Event description:
During an elective, scheduled endoscopic retrograde cholangiopancreatography (ercp), the gastroenterologist aborted the procedure stating the endocope was too stiff to use. Staff had heard complaints from other physicians regarding this issue, but procedure scheduled knowing that the other hospital scope was out for repair. Patient transferred to another hospital to complete procedure.====================== health professional's impression======================too stiff